Manufacturer narrative:
The zoll autopulse platform was returned to zoll for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
During preventive maintenance, the autopulse platform (sn (B)(4) was observed with no lcd backlight and broken battery bay.

Manufacturer narrative:
Upon powering up the returned autopulse platform during preventive maintenance, no lcd backlight was observed on the platform screen. The root cause was due to the defective processor board. The autopulse passed the initial functional test without any fault or error. As part of routine service during testing, the platform was examined and encoder drive shaft does not rotate smoothly, exhibits binding and resistance and the battery bay compartment was cracked were observed. The sticky clutch plate was deburred and battery bay was replaced. Following the service and repair, the autopulse was tested functionally and passed successfully with no issue or faults observed.